Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the employment of the third reload on a laparoscopic pulmonary segmentectomy, the surgeon was able to press the green button and squeeze the handle but the stapler locked and did not fire. The reload was changed but had the same malfunction. The stapler was then replaced to solve the issue. There was no patient injury.